Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device/malposition of essure device, migration of essure device/displaced left essure insert identified within the peritoneal cavity overlying the mid sacrum."), pregnancy with contraceptive device ("unexpected pregnancy") and genital haemorrhage ("abnormal and heavy bleeding/abnormal bleeding (general") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menorrhagia, multi gravida (total number of pregnancies: 8), hyperemesis gravidarum and multiparous (total number of live births: 5). Conducted essure confirmation test. Concomitant products included ibuprofen, ibuprofen (motrin), levothyroxine and ondansetron hydrochloride (ondansetran). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged and abnormal menses/heavy bleeding during menses"), abdominal pain lower ("severe lower abdominal pain /abdominal cramping/left lower side pain"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), nausea ("nausea,"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), complication of device removal ("complications from your essure removal procedure") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingostomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, menorrhagia, abdominal pain lower, vaginal infection, alopecia, hormone level abnormal, nausea, dyspareunia, fatigue, complication of device removal and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, alopecia, complication of device removal, device dislocation, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, nausea, pregnancy with contraceptive device and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: right sided tubal occlusion. Patent left lobe into without essure devise. Addendum: upon review of the imaging study, a displaced left essure insert identified within the peritoneal cavity overlying the mid sacrum. Pregnancy test urine: on (B)(6) 2015: pregnancy confirmed. Most recent follow-up information incorporated above includes: on 8-mar-2019: pfs received: events complications from your essure removal procedure, hormonal changes, dyspareunia (painful sexual intercourse), fatigue, hair loss, nausea, abdominal pain were added. Lab data, medical history were added. Pregnancy outcome added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device/malposition of essure device, migration of essure device/displaced left essure insert identified within the peritoneal cavity overlying the mid sacrum.') And perforation ('perforated essure coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bleeding menstrual heavy, multi gravida (total number of pregnancies: 8), hyperemesis gravidarum and multiparous (total number of live births: 5). Conducted essure confirmation test. Concomitant products included ibuprofen, ibuprofen (motrin), levothyroxine and ondansetron hydrochloride (ondansetran). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal and heavy bleeding/abnormal bleeding (general"), alopecia ("hair loss"), nausea ("nausea,") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). In 2015, the patient was found to have a pregnancy with contraceptive device ("unexpected pregnancy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe lower abdominal pain /abdominal cramping/left lower side pain"), menorrhagia ("prolonged and abnormal menses/heavy bleeding during menses"), vaginal infection ("vaginal infection") and complication of device removal ("complications from your essure removal procedure"). The patient was treated with surgery (salpingostomy with removal of the essure devices - laparoscopic salpingectomy-left). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, perforation, pregnancy with contraceptive device, abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, vaginal infection, alopecia, hormone level abnormal, nausea, fatigue and complication of device removal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, alopecia, complication of device removal, device dislocation, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, nausea, perforation, pregnancy with contraceptive device and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: on an unspecified date, the patient underwent tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: right sided tubal occlusion. Patent left lobe into without essure devise addendum: upon review of the imaging study, a displaced left essure insert identified within the peritoneal cavity overlying the mid sacrum unilateral occlusion (right tube occluded). Migration of essure device. Pregnancy test urine - on (B)(6) 2015: pregnancy confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device/malposition of essure device, migration of essure device/displaced left essure insert identified within the peritoneal cavity overlying the mid sacrum.') And perforation ('perforated essure coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bleeding menstrual heavy, multi gravida (total number of pregnancies: 8), hyperemesis gravidarum and multiparous (total number of live births: 5). Conducted essure confirmation test. Concomitant products included ibuprofen, ibuprofen (motrin), levothyroxine and ondansetron hydrochloride (ondansetran). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal and heavy bleeding/abnormal bleeding (general"), alopecia ("hair loss"), nausea ("nausea,") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). In 2015, the patient was found to have a pregnancy with contraceptive device ("unexpected pregnancy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe lower abdominal pain /abdominal cramping/left lower side pain"), menorrhagia ("prolonged and abnormal menses/heavy bleeding during menses"), vaginal infection ("vaginal infection") and complication of device removal ("complications from your essure removal procedure"). The patient was treated with surgery (salpingostomy with removal of the essure devices - laparoscopic salpingectomy-left). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, perforation, pregnancy with contraceptive device, abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, vaginal infection, alopecia, hormone level abnormal, nausea, fatigue and complication of device removal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, alopecia, complication of device removal, device dislocation, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, nausea, perforation, pregnancy with contraceptive device and vaginal infection to be related to essure. The reporter commented: on an unspecified date, the patient underwent tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: right sided tubal occlusion. Patent left lobe into without essure devise. Addendum: upon review of the imaging study, a displaced left essure insert identified within the peritoneal cavity overlying the mid sacrum unilateral occlusion (right tube occluded). Migration of essure device. Pregnancy test urine - on (B)(6) 2015: pregnancy confirmed. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received : event "perforated essure coil" was added. Lab data, onset date of events were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device"), pregnancy with contraceptive device ("unexpected pregnancy") and genital haemorrhage ("abnormal and heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged and abnormal menses"), abdominal pain lower ("severe lower abdominal pain /abdominal cramping") and vaginal infection ("vaginal infection"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingostomy with removal of the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, menorrhagia, abdominal pain lower and vaginal infection outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pregnancy with contraceptive device and vaginal infection to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.